Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: UK.

Event description:
It was reported that during surgery, the ratchet function on the device did not work. Handle connects, and work, but should release allowing a back and forward motion of single use graft carrier. Scrub nurse had to turn handle 360 degrees in order to progress skin graft carrier forward. No death or impact was noted to patient. No info was provided on surgical delay. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g2, g1, g3, g6, h1, h2 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the ratchet function on the device did not work. Handle connects, and work, but should release allowing a back and forward motion of single use graft carrier. Scrub nurse had to turn handle 360 degrees in order to progress skin graft carrier forward. It was confirmed that the issue was not in regard to this particular mesher which was a loan mesher. Further, it was confirmed that the lever was able to move up and down but not able to pass the carrier through. No death or impact was noted. There was a delay of 15min. Due diligence is complete.